Manufacturer narrative:
Internal complaint reference: (B)(4). H6: f code updated.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: (B)(6). (2021). Using arthroscopy combined with fluoroscopic technique for accurate location of the bone tunnel entrance in chronic ankle instability treatment. Bmc musculoskeletal disorders, 22, 1-10. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "using arthroscopy combined with fluoroscopic technique for accurate location of the bone tunnel entrance in chronic ankle instability treatment", the lateral wall of the fibular bone tunnel was broken in one patient during an anatomic reconstruction of the ankle lateral ligament while drilling the bone tunnel, using a 4.5 mm cannulated drill bit. A 2.3mm br anchor had been reinforced to the tendon graft nearby the entrance of the fibular tunnel. A CT scan at a 3-month follow-up postoperative had shown that the lateral wall of the fibular tunnel had healed well, and the final follow-up had shown no sign of instability or local irritation. No further information is available.